Event description:
It was reported that patient has experienced an increased recharge burden for the last two months. According to the manufacturer's device registration system, the patient's ipg was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.